Manufacturer narrative:
The device was not available to be returned. Therefore, no visual inspection, functional testing, dimensional testing or imaging evaluation performed. No imagery was provided for review. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the event. The complaint for balloon burst were unable to be confirmed due to lack of returned imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. The following instructions were reviewed: IFU for the commander delivery system with s3u, device preparation manual, device training manual. A review of IFU/training materials revealed no deficiencies. There was no evidence of product non-conformance or labeling/IFU inadequacies identified in the evaluation. Therefore, the review of risk management file is complete. The complaint description states, during valve deployment, the balloon ruptured when the valve was approximately 99% inflated. Valve functioning well on echo with no aortic insufficiency, delivery system retrieved without difficulty, patient transported to recovery area with no difficulties. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, the structure of the balloon wall may burst via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The case notes revealed +1 cc was added to the normal volume for inflation. The prescribed nominal inflation volume is provided in the IFU. Nominal inflation volume for a 23mm commander delivery system is 17ml. It is possible once the balloon was filled volume past the target, it was subjected to pressures high enough to cause the balloon to burst and lead to the reported event. As such, available information suggests procedural factors (over-inflation) could have contributed to the event. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a product risk assessment (pra) was required, no edwards defect could be confirmed, no corrective/preventative actions (CAPA) are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing. Device not returned.

Event description:
As reported, during the procedure with a 23mm ultra sapien in the aortic position via transfemoral approach, the balloon ruptured during valve deployment when the valve was approximately 99% inflated. The valve functions well on echo with no ai, delivery system was retrieved without difficulty, and patient was transported to recovery area with no difficulties.